Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was unknown at the time of incident, and his current blood glucose is 190 mg/dl. The customer was treated his high with food. The customer states he had choir practice that night and then had a large glass of apple juice prior . The customer also states he thinks his blood glucose was 19 or 20 mg/dl. The customer experienced symptoms such as unconscious. The customer states his blood glucose was about 39 mg/dl. He states when he sees double arrows he gets something in him fast because he drops quick. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).